Event description:
It was reported that during the preparation of an inflatable penile prosthesis (ipp) implant surgery, the medical staff compressed the pump bulb several times to inflate the cylinders, and when they pushed and held the deflate button, nothing happened. After several attempts, they had to squeeze the sides of the pump block; this works, but when cycling, the original deflate button has the same issue. The physician cycles the implant again and ran into the same issue. Also, it was noticed that the pump filled much slower than it should. A different device was used to complete the procedure instead, with no patient complications.

Event description:
It was reported that during the preparation of an inflatable penile prosthesis (ipp) implant surgery, the medical staff compressed the pump bulb several times to inflate the cylinders, and when they pushed and held the deflate button, nothing happened. After several attempts, they had to squeeze the sides of the pump block; this works, but when cycling, the original deflate button has the same issue. The physician cycles the implant again and ran into the same issue. Also, it was noticed that the pump filled much slower than it should. A different device was used to complete the procedure instead, with no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the pump and cylinders of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionality tested. The pump passed visual inspection, no damage or abnormalities were found. The pump passed both the leak and functional tests. The cylinders were microscopically inspected and leak tested. Both cylinders passed visual inspection, no damage or abnormalities were found. Both cylinders passed the leak test. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.